Manufacturer narrative:
(B)(4). Concomitant medical products:¿ z.s.g.m. Cutter 1.5:1 ratio catalog #: 00770302000 serial#:(B)(4). Z.s.g.m. Cutter 2:1 ratio catalog #: 00770301500 serial#: (B)(4). The product has been returned to zimmer biomet, and the investigation is in process. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported there was incomplete meshing and a broken rachet. The event timing was not during surgery. No patient involvement or harm. No further event information available at the time of this report.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. D10: the devices previously reported in section d10 of this report were found to be reportable upon their evaluation. They have been reported under (B)(4). Review of the most recent repair record determined the unit passed the test cut; however, the gear was damaged and the unit was out of calibration on the left side. The gear and side plates were replaced and the unit was calibrated to resolve the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.